Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received from the field with battery voltage at end of service (eol) level. Review of the device image indicates the device triggered backup operation consistent with low voltage fluctuation. Electrical tests performed, after replacing the battery, and re-loading the device code, indicated normal functionality. Further evaluation of the output parameters found no anomaly. Longevity assessment was performed, and the pacer exceeded projected longevity indicating normal battery depletion.

Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted, however, the cause of the bvvi could not be determined. The device was explanted and replaced to resolve the event. The patient was in stable condition.